Event description:
During the procedure, it was reported that the pipeline did not open on the proximal end and was removed from the patient. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).